Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise of unknown cause along with oversensing, high pacing threshold and increased shocking lead impedance (sli) measurements from 55 to 105 ohms. Likewise, there was no pacing inhibition for the patient. The physician stated that the issues detected may have been caused by either of these reasons: a suture was located on the body itself just below the suture sleeve or it could be that the tip of the lead could have probably caused a microperforation. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.